Event description:
The patient underwent coronary artery bypass grafting x5 on 6/9/99. He was brought back via helicopter with CPR in progress. Resuscitation was unsuccessful and patient was pronounced dead at 0700 hours. A limited autopsy was begun at 1100 hours and found a dehiscence of the saphanous vein grafts between the graft to the first obtuse marginal and the graft to the right coronary artery due to a fractured 6-0 prolene suture with overlying adherent thrombus. The suture had a frayed edge in the middle of the anastomosis where it had burst. Definitely the failure was not located at the knot.